Event description:
Boston scientific received information that this implantable right ventricular pacing lead was capped due to increased pacing threshold measurements. Just prior to the procedure, pacing inhibition was observed which resulted in moments of asystole greater than two seconds. A new lead was immediately implanted. No adverse patient effects were reported.

Event description:
Caller reportedly received the following results on an aviva meter, compared to a professional meter, within 10 minutes: 500 mg/dl (aviva) and 125 mg/dl (doctor's meter) no actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.